Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was connected to a mock circulatory loop and an atypical power cable disconnect alarm reproduced. The power cables were replaced with known working test power cables and the alarm resolved. The controller was functionally tested and passed. The resistance of the underlying wires of the power cables was measured and revealed an electrical open loop in the black power cable red (digital ground) and brown (relative state of charge signal) wires. The insulation of the underlying wires in the power cables was tested and revealed a short between the red and brown wires and the shield. Damage to these wires is consistent with the observed atypical power cable disconnect alarms. The downloaded controller event log file was reviewed and contained data from (B)(6) 2025 per timestamp. Throughout the log file, intermittent atypical power cable disconnect alarms were captured while connected to 14v li-ion batteries due to the rsoc voltage on the black power cable power cable fluctuating below the alarm threshold. The alarms resolved when the rsoc voltage on the black power cable returned to the expected voltage range. The pump appeared to operate as intended during these events. The provided information indicated the alarms resolved after the controller was exchanged. The root cause of the atypical power cable disconnect alarms was determined to be due to electrically compromised underlying wires in the controller¿s black power cable. Incidental findings: superficial jacket damage on black power cable, wire fatigue on blue (receiving communication) wire in black power cable, fluid ingress in the black power cable. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 26dec2025 the patient notified an equipment manager and said they were experiencing "connect to power" visual and audible alarms despite the black cable on the system controller being connected. The ventricular assist device (vad) coordinator had the patient connect to another power source (battery) and the alarm did not stop. The patient was instructed to come to the hospital. They arrived via ambulance. The vad coordinator noted that the alarms continued despite different power sources being connected. The controller was changed and the issue resolved.